Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced injury, damage, abdominal pain, defective mesh, pain, suffering, emotional distress, disability, impairment, loss of enjoyment of life, loss of comfort, physical and mental pain, distress, infected mesh, chronic wound, and unincorporated mesh. Post-operative patient treatment included revision surgery and removal of mesh.